Event description:
Reporting status: serious injury. Reporting rationale: failure to cross, stent dislodgement requiring medical intervention. Device issue: failure to cross/dislodged stent. It was reported that the graftmaster would not cross the lesion and the stent dislodged in the co-pilot tuohy on removal. No medical intervention was needed to retrieve the stent as it came out in the tuohy. The procedure was completed using another graftmaster to seal the perforation which occurred during use of a rotoblater (boston scientific). No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - the device was not returned to abbott for investigation and it is therefore impossible to make an informed judgement as to the root cause of the complaint. The device was is working order and left abbott vascular as per specifications. It is reported that the stent graft used could not cross and during removal "lodged in the co-pilot touhy". It is not clear from the description provided if the stent graft dislodged from the delivery system in the co-pilot or if it lodged in the co-pilot touhy and increased friction was felt during removal. During in-process control, samples were tested for stent retention and passed the specified requirements.